Manufacturer narrative:
Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department at that time. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause. The investigation results were sent to our importer.

Event description:
Our importer, (B)(4), received a call on 09/22/2014 reporting a medical attention that occurred on (B)(6) 2014 around 5:00 pm. Patient stated that she opened a new bottle of test strips and performed a control solution test with a (B)(4) representative and the results were within range. Patient then stated that hours later she received a 300mg/dl plus reading with the prodigy meter. Patient was prompted to go to the hospital due to the high reading. Patient had not consumed any food or taken any pm medications prior to the event. Patient did not display any symptoms. Patient tested 3 additional times and all results were in the 300mg/dl range. Patient's normal recommended blood glucose level after eating is around 187 mg/dl. Patient drove herself to the ER. Patient's glucose level upon arrival at the ER was 277mg/dl with the hospital's meter compared to the prodigy's meter's 300mg/dl reading at the ER. No treatment was given to raise or lower patient's glucose while at ER. Also patient's urine sample tested negative for glucose. Patient's total stay in ER was 5 hours, most of which was waiting before being seen by medical staff. (B)(4) care sent replacement and prepaid envelope requesting return of suspect system.